Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during an implant attempt of the subject pacemaker, a connection issue with an associated lead was incurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant attempt of the subject pacemaker, a connection issue with an associated lead was incurred.